Event description:
The customer reported she noticed a crack in the wiring in november. The crack has since grown and yesterday ((B)(6) 2011) she saw sparks coming from the cord. Customer states she has not been wrapping the cord around the box of the transformer. Customer also confirmed the pump works with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. The complaint was originally reviewed on (B)(4) 2011 and determined not to be reportable, though further follow-up was required. Multiple attempts to obtain the original power supply and/or additional information were unsuccessful. A recent review of prior assessments has been completed and the decision was made to file a medwatch for this complaint. Sparking is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a supplemental report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.